Event description:
Per independent repair center statement, the (B)(4) concentrator was alarming (red light). The key failure was the valve operator. Additional malfunctions were leaking bed hoses and a leaking heat exchanger.